Manufacturer narrative:
(B)(4).

Event description:
It was reported "blood in pump". Additional information received stated "after they initiated pumping, blood went directly back to the pump. We do not know if there were any alarms. Blood was filled in the condensation removal bottle". Patient condition unknown at time of report.

Event description:
It was reported "blood in pump". Additional information received stated "after they initiated pumping, blood went directly back to the pump. We do not know if there were any alarms. Blood was filled in the condensation removal bottle". Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). The reported complaint of blood in pump was confirmed by the field service agent. No sample or recorder strip was returned for inves tigation. According to the submitted service report, the field service agent confirmed blood within the pump and used the blood backup kit to replace the pump assembly due to blood backup. A review of the alarm log files was performed. The log files show the pump properly alarmed high pressure and possible helium loss 3 in response to the reported ruptured balloon. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to blood within the pump. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends other remarks: associated MDR 3010532612-2022-00311.